Manufacturer narrative:
Date of event: unknown. (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear lead, upn : m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 21163730.

Event description:
It was reported that the patient had lost the therapeutic effect of stimulation. It was assessed that the lead had migrated. Patient underwent a revision procedure to replace the leads, and is recovering as expected post-operatively.